Manufacturer narrative:
The customer called customer technical support (cts) and a cts representative guided the customer to perform troubleshooting by replacing the blue fluid filters and the drain peristaltic pump tubing, which fixed the leak. (B)(4).

Event description:
The customer reported a fluid leak of approximately 60ml from the red blood cell (rbc) bath on a coulter act diff analyzer while running controls. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.